Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure using an 8f sheath. Reportedly, the proglide could not be inserted past the metallic part, and could not be inserted further. The patient complained of a pain, and local anesthesia was added. The proglide remained in the anatomy and was attempted to be inserted again, but the patient experienced severe pain. Vagotony occurred. As the blood pressure was decreased, noradrenaline, and then epinephrine was administered. The patient also experienced an abnormally slow heart rate. As blood pressure and heartbeat was increased, local anesthesia was added. The device was replaced with a second proglide device; however, a cuff miss [suture retrieval issue] occurred. A third proglide device was used to achieve hemostasis. There no reported clinically significant delay in the procedure or therapy. No additional information was provided.